Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range form 100 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to maange diabetes. Back to back blood test performed during call fasting ((B)(6) 2015; 2:58pm) with results of 179mg/dl and 223mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 08/22/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 173mg/dl, (B)(6) 2015, 12:00:00 am, fasting: yes; 223mg/dl, (B)(6) 2015, 12:00:00 am, fasting: yes; 173mg/dl, (B)(6) 2015, 12:00:00 pm, fasting: no; 170mg/dl, (B)(6) 2015, 03:02:00 pm, fasting: yes; 172mg/dl, (B)(6) 2015, 03:02:00 pm, fasting: no. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause is: user had an inaccurate reference.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.